Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement mentor memorygel breast implant 600cc gel prostheses on (B)(6) 2018.